Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, one of the buttons on the pump isn't working. Customer stated in the morning the device worked fine and was able to administer a little bit of insulin. The down button is not working. Customer's blood glucose was 188 mg/dl. Customer stated the device was dropped around the time issue occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump has minor scratched display window.